Event description:
Additional information received from the patient reported that the return of symptoms had not been resolved. The patient could not seem to get this program in for a couple hours to a few days. On (B)(6) 2016 "I have tried to regulate my medtronic about every 3-4 hr. It has never been this bad." The patient needed help and thought the doctor that did the surgery messed up. Before the operation the doctor told her that he did not want to see her for 6 months and he would notify her when to come see him. The patient had not heard or saw him or his manufacturing representative (rep), and no one had set the device before she left the hospital. They were trying to send me home with water, "pee or what every was running from me." A nursed asked the patient's husband if he knew anything about setting "my stint." The husband showed the nurse, how just didn't know anything about how this "stint" would work. She asked the husband to help her set the implant. He showed her how and got the patient to quit peeing so that she could go home. The patient later reported that since the replacement on (B)(6) 2015 the patients had not had therapy benefit. Stimulation was not felt and therapy was on. Stimulation was increased to 6.35 and she was feeling stimulation but could not increase any higher on that program. She did not have other programs at this time because she had her programmer replaced in (B)(6) 2016 and never had programs re-installed. The patient was advised to contact the doctor to have programs added back and the patient stated "he doesn't know how."

Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. The pat ient reported that the prior physician used to change the program every 3 months. The patient changed the program about 3 months ago and she later experienced a loss of therapy - it was pretty good until 2 days prior to the report and now she is using 3-4 pads. The patient has not felt stimulation since implant. After some trouble, the patient was able to change from program 4 at 3.05 v to program 2 at 4.00 v. She noted she could then feel the stimulation between her vagina and rectum and wanted to leave it there. The patient called again 11 days later and reported that she was unable to power up the patient programmer/no screen. Replacing the batteries did not resolve the issue. The patient did not think it got wet. No symptoms were reported.

Event description:
Additional information was received from a patient. It was reported the replacement patient programmer (pp) worked and the issue was resolved for a couple of weeks. The patient noted they had been doing so well and were only seeing their healthcare provider (hcp) once every three months. Changing the program resolved the issue for maybe a week and they mentioned they would love to get "this thing" to work correct as they were leaking a lot. The patient stated they continued to wear pull-ups and a pad which could get very hot. Since the device was set over the phone the patient had not wet through their pull-ups as many times, and mentioned it was a big problem for a "handicapped lady with a handicapped husband". They noted not having a well day since the wreck. The patient was to follow up with their healthcare provider (hcp).

Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor. The patient repeated previously reported items. The patient also stated that they still have a lock of therapeutic effect. The patient stated that they moved the stimulation up and down all day and still goes to the bathroom very 30 minutes. The patient said the device stopped working roughly a week ago. The patient stated that the last time they went to the doctor they wet themselves 5 times on the ride home. The patient stated that to feel stimulation they have to turn the stimulation too high and they get shocked. The patient restated that the shocking is overstimulation.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1152f, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient states therapy has not worked since implant date of (B)(6) 2015. Patient reported after an adjustment with the doctor, they peed all the way home. It is unclear when the patient saw the doctor for the adjustment. Patient saw their doctor on (B)(6) 2017 and the doctor said the lead wires are not connected. Patient requested to be called back, but a busy signal was encountered. No patient symptoms pertaining to the lead were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va1152f, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator (ins). Patient reported the steps that were taken to resolve the lack of therapy and disconnected leads was the doctor put a new device into the patient because the previous one wasn't wired up correctly. The doctor will be monitoring the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.